Manufacturer narrative:
Occupation: occupation ni equals lay user / patient.

Event description:
The initial reporter complained of questionable inr results from a coaguchek xs meter serial number (B)(4) compared to a laboratory using stago neoplastin reagent. At 8:30 am the meter result was 4.6 inr. At 10:30 the laboratory result was 3.38 inr. The customer's therapeutic range is 2.5 - 3.5 inr there was no allegation of an adverse event. The reporter's meter and remaining test strips were provided for investigation where they were tested using retention controls. The returned customer test strips were measured with the returned meter with liquid qc of a high level. The obtained results were in the allowed range. No error messages occurred during the investigation. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 3.0 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. The returned and retention customer test strips were measured with the returned meter with liquid qc of a high level. The obtained results were in the allowed range. No error messages occurred during the investigation. Relevant retention test strips (lot 368871) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined.